Event description:
An account in (B)(6) reported they received a package with incorrect labeling.

Manufacturer narrative:
This device is used for treatment not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. The performed investigation has shown that the head of the label, article number, lot number and quantity, is missing. We can not comprehend the exact cause for this adverse event afterwards. We assume that the label - adjustment has been shifted. Unfortunately, this error was overlooked in the final inspection. Since we have no further claim on this article, we classify this incident as an isolated case.

Manufacturer narrative:
This device is used for treatment not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn.